Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the report states that three of the ten screws broke at the screw head during insertion into lower border of the orbits. The surgeon continued to insert the broken screws as they were capable to be tightened and completed the operation. The surgeon commented the broken pieces of the screw heads were shaped in a half and they were disposed. This is report number 3 of 3 for (B)(4).